Event description:
Pt was presented to clinic. 3 attempts were made to obtain coagulation result on suspect device. Each test resulting in test error message. Pt was sent to hospital and admitted with high inr.